Event description:
Clinical study: it was reported that during a coronary artery procedure, a dissection occurred. The index procedure was performed on the distal left anterior descending and 1st diagonal was treated with overlapping 2.5x24 mm taxus express study stent, 3.0x8 mm taxus express study stent, and a 3.5x20 mm taxus express study stent, reducing the stenosis to less than or equal to 30%. The obtuse marginal was predilated with a 2.50x20 maverick and treated with a 2.5x24 mm taxus express study stent, reducing the stenosis to less than or equal to 30%. At this point, they noticed a distal edge dissection with slow flow within the circumflex. The distal circumflex artery was treated with a 3.5x28 mm taxus express study stent, reducing the stenosis to less than or equal to 30%. This completed intact dissection with normalized flow. The mid left anterior descending and 1st diagonal was assessed as a type a bifurcation lesion. Via provisional t-stenting, the main vessel was treated with a 3.0 balloon in the lad and a 2.5 balloon in the diagonal 1. Main vessel and side branch residual stenosis was less than or equal to 30%. The pt was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the devices met their material, assembly and product specs at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.